Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, one time, the patient experienced overstimulation while lying in bed. This had occurred about 1-1.5 weeks ago. They checked the setting and noted it was high than what they normally had it set at. The patient decreased the setting to a more comfortable level. The basic functionality of the programmer was reviewed with the patient and, based on comments the patient was making, there was a good possibility they were unknowing turning the stimulation off because they stated they had been using the middle blue button on the side of the programmer. The patient also reported they were going every 10 minutes. The patient did not intend to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.